Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: during investigation, the battery compartment was observed to be cracked at the top. There was evidence of moisture corrosion in the battery compartment. Other parts of the pump did not have moisture present. A leak test was performed and failed indicating a battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.